Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, customer alleged that the pump delivered too large of a bolus resulting in a low blood glucose of 74 mg/dl. Tandem technical support was unable to verify the allegation due to the data log corruption. Reportedly, customer continued using pump for insulin therapy.